Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review will be completed at a future date. This device remains in service.